Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-125mg/dl fasting. Verified the strips expire 10/30/2018. Customer confirms the strips have been stored in the bathroom and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). The date and time on the meter is incorrect. The customer says her blood sugar should not be that high and she is concerned. She took some of her results non fasting, customer was advised that in order to get an accurate blood result she has to wait 2 hours after a meal to perform a blood test. The customer takes insulin to manage her diabetes. She takes 7 units in the morning, 10 units in the day and 30 units at night. She also advised that she is taking a cough medicine since (B)(6) 2016 and she is not sure if it is causing her blood sugar to get high. Customer was advised to refer to her doctor for further information.